Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned complaint device consisted of a peripheral rotalink plus device. The burr catheter was received attached to the advancer unit with the returned rotawire in the device. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined. There is blood in the drip line and the sheath showing that there was a lack of saline flush. There are numerous sheath kinks. The coil is stretched. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate. Product analysis confirmed the reported event due to the melted ultem. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event.

Event description:
It was reported that the burr was stuck in the lesion. The target lesion was located in the right anterior tibial artery. A 1.75mm peripheral rotalink plus and rotawire were selected for use. During the procedure, it was noted that the burr was stuck in the vessel. However, the burr and the wire were retrieved by accessing from a pedal pushing the burr with a micro catheter while simultaneously retrograding at the same time. Subsequently, the burr and the wire were removed intact. The procedure was completed using balloon angioplasty with no new rota was used. Patient was not injured and no complications reported. Patient was fine.

Event description:
It was reported that the burr was stuck in the lesion. The target lesion was located in the right anterior tibial artery. A 1.75mm peripheral rotalink plus and rotawire were selected for use. During the procedure, it was noted that the burr was stuck in the vessel. However, the burr and the wire were retrieved by accessing from a pedal pushing the burr with a micro catheter while simultaneously retrograding at the same time. Subsequently, the burr and the wire were removed intact. The procedure was completed using balloon angioplasty with no new rota was used. Patient was not injured and no complications reported. Patient was fine.